Event description:
Two technicians have been diagnosed and treated by a physician for carpal tunnel syndrome (cts). One tech was previously diagnosed and treated and had a relapse after using this kit to process 150 samples per day. The other tech was newly diagnosed, treated by their physician and removed from performing this test. The customer feels this is due to pealing back the foil covering to access the test reagents in the cassettes.

Manufacturer narrative:
The affirm vpiii microbial identification test is a dna probe test intended for use in the detection and identification of candida species, gardnerella vaginalis and trichomonas vaginalis nucleic acid in vaginal fluid specimens from pts with symptoms of vaginitis/vaginosis. The reagent cassettes used for this test are covered with foil that must be pealed off to access the reagents. A cross-functional team has been constructed to evaluate this issue. They will investigate tools that can be used to facilitate the manual foil removal process. Several off the shelf tools have been identified and are being evaluated across multiple users. Add'l usability studies will be conducted following any select tool enhancements. If an acceptable tool cannot be found, a proposal for a project to develop a solution would be initiated.